Manufacturer narrative:
A medtronic representative inspected the navigation system on-site and the issue could not be replicated during system inspection. No parts were replaced. A software investigation has been initiated, although analysis is not yet complete. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a cranial resection procedure, the surgeon had trouble registering the patient. It was reported that the surgeon failed registration 4 times, and was able to pass on the 5th attempt. The collected green points in the failed registrations were reportedly coming off the skin a few centimeters in the software. The passing registration did not show any points that were away from the skin. The system appeared to function normally with the passing registration, however the system became significantly inaccurate after a period of time. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. No adverse affect on the patient was reported, and the procedure was completed successfully. No additional details were provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Review of the images of tracer registration by the user found that the user traced a back of head for surgery. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that inaccuracy was known prior to active navigation. The surgeon opted to complete the procedure without the use of the navigation system. The medtronic representative reported the nurse was unable to provide an exact measurement of the inaccuracy but estimated the inaccuracy to be approximately 2 cm. A review of the software logs contained no app log files, and therefore provide no additional information regarding the alleged inaccuracy. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Correction to codes, as previously reported a medtronic representative inspected the navigation system on-site and the issue could not be replicated during system inspection.